Manufacturer narrative:
One medfusion pump was received in good physical condition with some visible contamination on the plunger head assembly. The event history log was reviewed and there was a force sensor test error. The power up process and calibration verification test were conducted and the reported issue was able to be duplicated. Steady state reading of the force sensor (with no pressure on it) 0= count 0 = - 0.90lbs. The force reading did not change when force was applied. This issue was caused by multiple components on plunger head assembly (force sensor, plunger board, plunger cable, head mount, right and left plunger case). This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. The force sensor, plunger board, left/right plunger case and plunger cable will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor error. The pump failed during patient use and the biomed tech was able to verify the reported issue. There was no reported adverse event.